Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected from other to death. Date of death was added. Correction b3: date of event was corrected from 01-dec-2020 to 07-feb-2020. Correction b5: event description was corrected to include additional patient signs/symptoms and patient final outcome. Correction b7: relevant history was corrected to include past medical events. Correction h1: type of reportable event was corrected from serious injury to death. Correction h6: patient ime code and imf code were updated. Annex g code was added. Product event summary: (B)(6) was not returned for evaluation. Information received from the site indicated that the patient experienced sleepiness, confusion, and tested positive for covid. The patient pulled at their ventricular assist device (vad) driveline and fell. The patient was anemic and their hemoglobin (hgb) had trended down over the last few months. The reported driveline pull event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported clinical adverse event. Based on the available information, the most likely root cause of the driveline pull event can be attributed to the handling of the device as described in the reported event details. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was very debilitated despite inpatient rehab and became more incontinent and very sleepy. It was noted that the patient tested positive for covid. Also, the patient was increasingly confused, pulled at their ventricular assist device (vad) driveline, fell and was in the emergency department (ed) the night before. Computerized tomography (CT) scan results were negative, and the patient continued to be anemic with family not wanting transfusion. Hemoglobin (hgb) was 6 and had trended down over the last few months. The patient¿s family elected to move forward with comfort care and the patient was made do-not-resuscitate (dnr). The patient expired at home on hospice and the cause of death was not provided.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated imf code updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sleepy, had confusion and tested positive for covid. The patient pulled at their ventricular assist device (vad) driveline and fell. The patient was anemic and their hemoglobin (hgb) had trended down over the last few months. The family refused a transfusion and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sleepy, had confusion and tested positive for covid. The patient pulled at their ventricular assist device (vad) driveline and fell. The patient was anemic and their hemoglobin (hgb) had trended down over the last few months. The family refused a transfusion and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Information received from the site indicated that the patient experienced sleepiness, confusion, and tested positive for covid. The patient pulled at their ventricular assist device (vad) driveline and fell. The patient was anemic and their hemoglobin (hgb) had trended down over the last few months. The reported driveline pull event could not be confirmed due to insufficient evidence. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline pull event can be attributed to the handling of the device as described in the reported event details. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of ant icoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.